Event description:
The customer reported the alarms have no volume. It is unknown if the device was in clinical use at the time of the event, no adverse event or patient harm was reported.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Manufacturer narrative:
It was identified alarms were sounding at the primary central according to the nurse and that the issue was with the remote viewing station. A philips remote service engineer (rse) made multiple attempts to contact the customer biomed, with no success.the cause of the reported issue is unknown and the device remains at the customer site.